Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to alternate-method testing. Quality control (qc) results were within expected ranges at the time of the discordant measurement. The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer observed elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing when using tnih lot 104. An initial elevated atellica im tnih result was obtained for a 65-year-old male patient who presented with shortness of breath and had prior history of a hear attack in (B)(6) 2024. The sample was repeat-tested, and a similarly elevated result was obtained. The patient was transferred to the emergency room of the local hospital, where a new sample was drawn and tested for troponin. The timing of the test and the method used were not specified. A much lower troponin result (within normal range) was observed, and the patient presented a normal electrocardiogram. When the second sample (from the hospital) was later re-tested using atellica im tnih, an elevated result was produced (similar to those seen for the initial sample from this patient. The discordance shown demonstrated by the second sample indicates that the initial result was likely falsely elevated. There are no reports of any adverse patient consequences.

Manufacturer narrative:
A customer from outside the united states observed elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. Update, 10-jan-2024: siemens has concluded the investigation. The samples from this patient produced reproducibly elevated results when tested using atellica im tnih, while alternate-method results were lower. Follow-up testing of the sample using a heterophilic blocking tube (hbt) also produced an elevated tnih result. Quality control results were within expected ranges, indicating that the assay was functioning as expected. The patient history of shortness of breath, myocardial infarction in august 2024, and ongoing rehabilitation for heart disorders is noted. There are cardiac and non-cardiac conditions (including recent cardiac intervention) other than ami that are known to cause myocardial injury and elevated ctni values. It is also noted that the measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. The assay¿s instructions for use (IFU) states the following, under interpretation of results: results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings. Based on the available information, a specific cause for the discordant result could not be identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.